Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2013. According to the complainant, during the procedure, after the wire was pulled from the patient, the hydrophilic tip had broken off and was left inside the patient's common bile duct. The physician thought the fragment would pass naturally. The metal core wire was exposed after the remaining part of the guidewire was removed. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the pebax section was detached, exposing the tip of the core wire. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. No evidence of core wire fractured. The complaint is consistent with the return that the pebax section detached exposing the tip of the core wire. It is most likely that due to unstated procedure and possibly clinical factors may have contributed to the device damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the reported lot number 15880580.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the wire was pulled from the patient, the hydrophilic tip had broken off and was left inside the patient's common bile duct. The physician thought the fragment would pass naturally. The metal core wire was exposed after the remaining part of the guidewire was removed. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.